Event description:
It was reported the patient's stimulation therapy is not in the correct location. An sjm representative met with the patient and attempted to reprogram the patient's scs system but not successful. X-rays taken revealed the patient's epidural scs lead was migrated. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.